Event description:
It was reported that the patient presented in the emergency room due to syncope. The patient has af with rvr and the syncope did not appear to be device related. An alert for high, out of range high voltage lead impedance was observed. Out of range impedances could not be reproduced with further testing and pocket manipulation. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).